Event description:
It was reported that the pt was seen by the clinic on (B)(6) 2013, after reporting that she has been unable to hear with her implant since last wednesday. Per the pt, she was experiencing a popping sound on wednesday, whilst wearing her processor and has not been able to hear with the device since. The external equipment is reported to have been replaced in clinic today with no changes in sound perception. There is no reported head trauma.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.